Manufacturer narrative:
This event occurred in (B)(6). The sample was requested for investigation. Unique identifier (UDI): (B)(4).

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys tsh (tsh) on a cobas 8000 e 602 module compared to the abbott method. The initial result from the e602 module 100.0 miu/l with a data flag. The repeat result using a 1:10 dilution was 141.7 miu/l with a data flag. The result of 141.7 miu/l was reported outside of the laboratory where it was questioned as it did not correspond to the patient¿s clinical picture. On (B)(6) 2021 the sample was repeated by the abbott method with a result of 2.01 miu/l. The e602 module serial number was (B)(4).

Manufacturer narrative:
The sample was received for investigation. The customer's high tsh result was confirmed. Upon further investigation of the sample with size exclusion chromatography, macro-tsh was detected in the sample. A general reagent problem can be excluded. The high result is based on a sample specific issue, which is described in product labeling: "the presence of autoantibodies may induce high molecular weight complexes (macro-tsh) which may cause unexpected high values of tsh." And "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.